Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited r wave amplitude variation. Lead dislodgment was suspected. Programming changes were made. The patient was stable.

Event description:
New information received notes that the lead exhibited far p wave oversensing.